Manufacturer narrative:
Device evaluation: the viscoelastic healon was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, not provided expiration date, catalog # and unique identifier (UDI#): unknown, because the lot number was not provided. This is not an implantable device. Concomitant medical products: non-amo lens sa60wf.060, serial number (B)(4) ; non-amo cartridge monarch iii d, lot 32500961. Device manufacture date: unknown, because the lot number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that black debris was seen on a non-amo intraocular lens (iol) when it was inserted into the eye using a non-amo cartridge and abbott medical optics (amo) viscoelastic healon. Reportedly, the surgeon was able to remove the debris. Additional information was received and it was learnt that it was unknown which device the debris came from. It was believed the debris came from the (non-amo) cartridge, but was not certain. No patient injury was reported. No further information was provided.